Manufacturer narrative:
The reported event of differing conduction behavior when interrogating with telemetry wand versus without wand was confirmed. The root cause was due to right ventricle auto capture (rvac) threshold search starting with a rhythm where atrial event falls in or out of the end of post-ventricular atrial refractory period (pvarp). The device is performing per design.

Event description:
During an in-clinic follow-up, the device was interrogated with an inductive telemetry wand. When the wand was removed from the patient, an electrogram (ECG) anomaly was observed and the conduction diagnostics change unexpectedly. No intervention was performed at this time. The patient was stable and will continue to be monitored.